Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the adapter noted that residue was found in the shaft of the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. However, an assembly / component error was identified during product analysis. The investigation also detected a secondary condition of improper cleaning that has no relationship to the reported incident. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass procedure, the stapler was reticulated (bent) and would not straighten out. The stapler became stuck in the patient. The assistant had to mess around with the stapler inside the patient to finally get it to straighten. Patient is doing fine. No adverse events reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.